Event description:
Reporter stated that customer received the following results on the performa nano system within 8 minutes: 84 mg/dl and 43 mg/dl. Customer "took some sugar" based on how he was feeling. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.